Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lights on the system burned out prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The customer reported that the system illuminator light bulb burned out. No patient harm noted. The company service representative examined the system and confirmed the reported event. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on october 27, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming illuminator bulb. The manufacturer internal reference number is: (B)(4).